Event description:
It was reported customer was in a car accident due to low blood glucose. Customer hit a telephone pole about three weeks prior to call. Customer's father stated today customer was found unconscious. Customer was given orange juice and finally got customer's blood glucose up to 46 mg/dl. Customer's father declined troubleshooting and just wanted the device replaced. Customer's father states customer has been experiencing low blood glucose for unknown reason. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.